Event description:
The user's hearing performance with the device is affected. The user complaint that the audio with the device is too low. The clinic noticed swelling located on the left side of the head, near the receiver/stimulator in (B)(6) 2022. Imaging will be performed, revision surgery is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user complained in the previous months that the volume with the device was too low. Additionally, the clinic noticed swelling located on the left side of the head, near the receiver/stimulator in (B)(6) 2022. The user was given antibiotics for the swelling and the swelling was reduced. Explantation surgery was performed on (B)(6) 2022 and the electrode array was left in place for future reimplantation. Granulated tissue was seen during the explantation surgery.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, during explantation granulation tissue around the housing was found. Cultures thereof isolated staphylococcus epidermidis, which is a resident of healthy human skin of the anatomic site of implantation. Considering the proper sterilization of the device, a device-related infection can be likely excluded. Furthermore, an incomplete insertion has been reported with 2 extra-cochlear channels, as confirmed by diagnostic imaging at implantation. The problems given in the recipient report appear to match the damage found. This is a final report.